Event description:
This was a case of an approach to the bile duct orally. Since the pigtail part of the stent got kinked, its use was discontinued and the procedure was completed by using another zebd-7-15 (lot# unknown). More details will be provided by the sales rep later. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted following a review of this complaint file. Overall risk assessed as category I (high). No adverse effect to the patient was reported as occurring. A high risk rating indicates potential for injury to occur if the event was to recur.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file. Overall risk assessed as category I (high). No adverse effect to the patient was reported as occurring. A high risk rating indicates potential for injury to occur if the event was to recur. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2096856 of zebd-7-15 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 22 feb 2024. Visual inspection: stent and straightener returned. Slight kink observed on the 5th porthole of the tapered end. Functional inspection: 0.035 inch wire guide does not pass the kink. This file is related to the additional complaints opened to capture the user error of the incorrect wireguide used with the replacement stents. (B)(4) (3001845648-2024-00099) captures the user error of the incorrect wireguide with the zebd-7-15 stent. (B)(4) (3001845648-2024-00100) captures the user error of the incorrect wireguide with the zebd-6-10 stent. Manufacturing records: prior to distribution, all zebd-7-15 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-15 device of lot number c2096856 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-15 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2096856. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used . It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, kink in pigtail part of the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used. It may be noted that the use error of a 0.025" wire guide led to the kink on the pigtail end of the stent. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-jun-2024.